Event description:
Later, follow-up with the physician revealed that the physician was unable to provide additional information regarding the patient's death. The date of device disablement was identified.

Event description:
It was reported that following minor (non-reportable) adverse events, the patient wanted to get the vns removed but the physician believes it could help with seizure control and did not want to remove the vns. The physician stated the patient was okay turning off the device for now. The surgeon also believes the patient wasn't even fully healed due to surgery not being that long ago. The patient was to be re-evaluated. Later, an update was received reporting that the patient had passed away. No cause of death was provided. It was noted that the patient's device was disabled at the time of death. The patient was meant to have their device re-enabled in an upcoming clinic visit, but had passed away before then. There has been no indication that the generator has been explanted from the patient's body. No other relevant information has been received to date.